Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the blood glucose levels are high. The blood glucose reading is 188 mg/dl. Customer not feeling good. Customer is using manual injections. During troubleshooting, the high pressure test failed twice. Customer removed the cannuala from body and found that the cannula is bent. Nothing further reported.